Manufacturer narrative:
The removal of the impix alif cage implanted on (B)(6) 2013, was not the result of a problem with the device, but rather the estimation of the required height of the cage by the surgeon during the first surgery. The stabolt lumbosacral plate that was involved in the surgery is reported on MDR. Not returned to manufacturer.

Event description:
One stabolt lumbosacral plate and one impix alif cage were explanted. The revision was due to l5/s1 failure / non-union because of a misjudgement by surgeon and soft patient bone. One screw of the stabolt plate moved and the cage was slightly loose. Posterior fusion extended down to s1 and up to l5 (no longer to l2) using expedium. A new impix alif 14 mm x 12° cage was implanted instead of the impix alif 12 mm x 9°.